Manufacturer narrative:
Medtronic received the following information from a journal article entitled; chimney technique with endoanchors in treatment of late type 1a endoleak after endovascular aortic repair gatta e , pagliariccio g, schiavon s, grilli cicilioni c & carbonari l. Sage open medical case reports volume 8: 1¿4 doi:10.1177/2050313x20953011. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a abdominal aortic aneurysm on an unknown date. This procedure included embolizing the left hypogastric artery followed by the embolization of a type ii endoleak from lumbar arteries. During regular follow-ups by ultrasound, type ia endoleak was suspected with increasing aneurysm sac diameter (55-61mm). A CT performed seven years post the index procedure, then confirmed the ia endoleak with an inflow close to the left renal artery. Stent graft distal migration and distal enlargement were also detected. Intervention was performed, with the patient undergoing a chevar procedure. The left renal artery was cannulated, and a non mdt stent was implanted into renal artery. Following this, an endurant aortic cuff was deployed just below the higher renal artery. The aortic cuff was then ballooned using a reliant balloon. An angiogram performed showed the endoleak had reduced but was still persisting. Therefore, heli-fx endoanchors were implanted. A final angiogram showed the endoleak had resolved. The patient was discharged on post-operative day 3 and the postoperative course was uneventful. At 6-month follow-up, a CT showed patency of the renal stent and complete exclusion of the aneurysm. No cause of the event was reported. No additional clinical sequelae were provided and the patient is fine.